Manufacturer narrative:
The manufacturer previously reported information about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient alleges "cancer." There is not mention of the patient requiring medical intervention. Based on the information received from the pms clinical expert, the alleged harm cancer is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report in section b the report was marked as an adverse event; however, marked as a product problem in section h. Section b has been corrected to serious injury based on the information received from the pms clinical expert. Upon review, it was determined this report is a duplicate of MFR 2518422-2023-36759. All reporting will be completed on MFR 2518422-2023-36759.

Manufacturer narrative:
The manufacturer previously reported information about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient alleges "cancer." There is not mention of the patient requiring medical intervention. Based on the information received from the pms clinical expert, the alleged harm cancer is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report in section b the report was marked as an adverse event; however, marked as a product problem in section h. Section b has been corrected to product problem based on the information received from the pms clinical expert. In addition, the vrs was made aware that this was a duplicate report. Therefore, this pr will be closed out.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient alleges "cancer." There is not mention of the patient requiring medical intervention. Based on the information received from the pms clinical expert, the alleged harm cancer is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.